Manufacturer narrative:
The customer stated that they are reminding all operators to confirm patient details when they scan the barcode. The customer is looking into the 2 barcode printing systems they have and if there were any issues from their end. The customer stated that the barcode was not physically damaged in any way and the system is in operation.

Event description:
A patient at (B)(6) hospital ICU (patient a) had a blood gas done. Barcode was scanned, staff member did not check that the patient demographics were correct and continued to run sample. Patient a was treated based on the result print out and care was not impacted. Results were populated into another patient record at (B)(6) hospital mental health unit (patient b).the doctor queried why a blood gas had been performed as there was no reason for one to be done. This patient was not treated at all. There was no reported injury due to this event.